Event description:
Report received from (B)(6), stating that there is a damaged component - drive shaft bent. It is unknown if the device was not being used during surgery and the date of occurrence is unknown as well. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).